Event description:
Postop - the pt experienced hypotension. Rep was performed and surgeon rotated the valve with a 23mm rotator. Pt experienced the same problems and surgeon explanted the valve. A 25mm monoleaflet was then implanted.